Event description:
It was reported by the physician, that serous fluid developed around the gore propaten vascular graft during a leg bypass case. A seroma later developed and was drained. Further investigation is pending.